Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, omsc could not evaluate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however there is possibility of this phenomenon is attributed to the forcibly and/or inappropriate handling by the user. Or the forceps elevator wire may have been broken by metal fatigue due to repeated stress. The instruction manual of the subject device states appropriate handling and the counter-measures against the irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject devices, the forceps elevator could not be retract or closed, and the endoscopic view appeared to be impeded. The procedure was abandoned since it has continued for more than an hour at that time. The user facility completed the procedure using an unspecified device within one week after the event. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to clarify the initial report and provide additional information. The clarification was made in reaction to the email from FDA that olympus received on june 11th, 2020. Q1. Please provide the root cause(s) and risk analysis in these events. Olympus response: the subject events are associated with perforation of esophagus, laceration of esophagus, perforation of duodenal bulb, damage of guide wire by forceps elevator and suspected malfunction in the movement of the forceps elevator. The root cause analysis result and the risk analysis result are as follows; < event description > olympus was informed that during the ercp procedure using the subject devices, the forceps elevator could not be retracted or closed, and the endoscopic view appeared to be impeded. The procedure was abandoned since it had continued for more than an hour at that time. The user facility completed the procedure using an unspecified device within one week after the event. There was no report of patient injury associated with this event. Olympus followed up with the user facility and olympus obtained the following additional information on june 17th and 19th, 2020. The physician felt the forceps elevator did not respond as he expected and felt the movement of the forceps elevator (not the endoscopic view) was impeded. The subject device was returned to olympus for evaluation. During evaluation olympus did not find any irregularity of the forceps elevator. < root cause analysis > olympus checked the subject device and found there were no irregularity with the appearance and function of the forceps elevator. The exact cause of the reported event cannot be conclusively determined at this time. <risk assessment> olympus evaluated the current risk of reported complaints. The evaluation result is as follows; 1. Perforation and laceration which led to open surgery between august 1st, 2018 and june 19th, 2020, there have been a total of 2 complaints of perforation which led to open surgery. However, in 1 complaint, it was confirmed there was no irregularity of the subject device and based on the physician¿s comment the complaint can be considered as complication of the ercp procedure, therefore olympus has excluded this complaint from its risk assessment. Olympus evaluated the severity level of these events as ¿critical¿ (according to table1), because even though the medical intervention was conducted, this kind of injury may lead to a harm with a severity level seen as ¿critical¿. (B)(4) units of these models (tjf-q190v and tjf-q290v) have been supplied worldwide. It is estimated that the devices have been used in about 170,200 procedures between august 1st, 2018 and june 19th, 2020. Thus, the probability of occurrence of perforations which led to open surgery is 0.0006% (=1/170,200) resulting in the level ¿remote¿ (according to table 2) based on the above, olympus rates this event as ¿acceptable¿ (according to table 3). Perforation and laceration which did not lead to open surgery between august 1st, 2018 and june 19th, 2020, there have been a total of 5 complaints of perforation and laceration which did not lead to open surgery. Olympus evaluated the severity level of these events as ¿serious¿ (according to table1), because the event can be serious if bleeding from the perforation or laceration is not stopped. 1,852 units of these models (tjf-q190v and tjf-q290v) have been supplied worldwide. It is estimated that the devices have been used in about 170,200 procedures between august 1st, 2018 and june 19th, 2020. Thus, probability of occurrence of laceration due to the forceps elevator is 0.0029% (=5/170,200) resulting in the level ¿occasional¿ (according to table 2) based on the above, olympus rates this event as ¿acceptable¿ (according to table 3). Damage of guide wire by forceps elevator between (B)(6) 2018 and (B)(6) 2020, there have been a total of 2 complaints of damage of guide wire by forceps elevator. Olympus evaluated the severity level of these events as ¿minor¿ (according to table1), because the guide wire exchange is necessary if the guide wire is damaged during the procedure. (B)(4) units of these models (tjf-q190v and tjf-q290v) have been supplied worldwide. It is estimated that the devices have been used in about 170,200 procedures between august 1st, 2018 and june 19th, 2020. Thus, probability of occurrence of laceration due to the forceps elevator is 0.0012% (=2/170,200) resulting in the level ¿occasional¿ (according to table 2) based on the above, olympus rates this event as ¿acceptable¿ (according to table 3). The procedure was abandoned due to insufficient movement of forceps elevator between august 1st, 2018 and june 19th, 2020, there have been a 1 complaint that the procedure was abandoned due to insufficient movement of forceps elevator. In this event, no patient injury was reported. Olympus evaluated the severity level of this event as ¿minor¿ (according to table1), because the procedure was abandoned. (B)(4) units of these models (tjf-q190v and tjf-q290v) have been supplied worldwide. It is estimated that the devices have been used in about 170,200 procedures between august 1st, 2018 and june 19th, 2020. Thus, probability of occurrence of laceration due to the forceps elevator is 0.0006% (=1/170,200) resulting in the level ¿remote¿ (according to table 2) based on the above, olympus rates this event as ¿acceptable¿ (according to table 3). Q2. In your 510k submission, there were changes made to the elevator area of tjf-q190v. Please explain if these changes would contribute to the adverse events, in the case users getting used to the previous duodenoscope model. Olympus response: design changes: design changes made to the elevator area from previous duodenoscope model ¿tjf-q180v¿ and reported in the 510k are as follows; removable distal cover intended for single use tjf-q190v has a removable single-use distal cover (maj-2315) instead of a fixed distal cover as the previous model tjf-q180v. Dlc coating diamond like carbon (dlc) coating was applied on the arm within the distal end for actuating the forceps elevator in tjf-q190v. The dlc coating keeps the smooth movement of the forceps elevator even after repeated use of tjf-q190v. Screwless assembling of the forceps elevator to the arm the shape of arm is changed and inserted to the forceps elevator. The tjf-q190v doesn¿t contain a screw to fixate the arm and forceps elevator. The arm is inserted to the elevator and the elevator is held in place on the arm by friction for the subject device. Evaluation result on whether the design change would contribute to the adverse events or not: olympus has concluded that the design change b and c do not contribute to the adverse events because the design changes do not have any influence on the operation and the function and outer surface of the forceps elevator and the appearance of the distal end. Therefore, olympus evaluat the relationship between the design change a and each adverse event as follows; perforation and laceration olympus conducted the assessment whether the design change a made to the elevator area could have contributed to each adverse event. In the design change a, it was confirmed that the protruding length of the tjf-q190v is shorter than that of tjf-q180v when the forceps elevator raised at maximum position. And the forceps elevator of the tjf-q190v and the tjf-q180v both have a smooth surface with no edge. In addition, both the operation method of the forceps elevator and the labeling of the control section are the same between tjf-q190v and tjf-q180v. Both models are designed so that the forceps elevator can be stored inside the distal end of endoscope by moving the elevator control lever. Therefore, the design change a above made to the elevator area cannot contribute to each adverse event. Damage of guide wire by forceps elevator in the design change a, the dimension of the forceps elevator has been slightly modified. However, both tjf-q190v and tjf-q180v have the same guide wire locking structure. In addition, it is confirmed that the guide wire locking force of tjf-q190v is equivalent to that of tjf-q180v, therefore it is considered there is no difference in the load applied to the guide wire. Also, when developing the tjf-q190v, olympus confirms that after locking the guide wire by maximally raising the forceps elevator of tjf-q190v, there was no breakage of outer surface such that the core wire was exposed on the guide wire. Therefore, the design change a above made to the elevator area cannot contribute to the event. (3) the procedure was abandoned because the forceps elevator did not respond as physician would expect. Olympus checked the subject device and found no irregularity of the subject device. The exact cause of the reported event and whether the design changes made to elevator contribute to the insufficient movement of forceps elevator cannot be conclusively determined at this time. Olympus concluds that the design change a, b and c did not contribute to the adverse events because the design change does not have any influence on the operation and the function of the forceps elevator. Q3. Please provide your mitigation strategies. Olympus response: (1) perforation and laceration based on the following instructions and precautions for the tjf-q190v, that are already in the operation manual, we believe the current manual provides appropriate and adequate guidance on this issue: never insert or withdraw the endoscope under any of the following conditions. Patient injury, bleeding, and/or perforation can result. While the bending section is locked in position. Insertion or withdrawal with excessive force. Insertion or withdrawal while the forceps elevator is raised. (Refer to: tjf-q190v, operationmanual p.67, rc4994 03) keep the elevator control lever moved all the way in the opposite direction of the ¿<u¿ direction while inserting or withdrawing the endoscope into or from the patient. If the elevator control lever is moved in the ¿<u¿ direction until the operator feels resistance and the forceps elevator is raised while inserting or withdrawing the endoscope into or from the patient, this may cause patient injury. (Refer to: tjf-q190v, operation manual p.70, rc4994 03) never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. (Refer to: tjf-q190v, operationmanual p.6, rc4994 03) if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation. (Refer to: tjf-q190v, operation manual p.6, rc4994 03) if there are official standards on the applicability of endoscopy and endoscopic treatment that are defined by the hospital¿s administrators or other official institutions, such as academic societies on endoscopy, follow those standards. Before starting endoscopy and endoscopic treatment, thoroughly evaluate its properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks. Fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place, and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient. Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits.(refer to: tjf-q190v, operation manual p.2, rc4994 03) and if the user does not hold the elevator lever in the down position, the protruding portion of forceps elevator might injure the patient. As a countermeasure, the protruding portion of the forceps elevator of the tjf-q190v is designed to be smaller than that of the previous model (tjf-q180v). The smaller the protruding portion of the forceps elevator, as with the tjf q190v, the less likely it will lead to perforation and laceration. Damage of guide wire by forceps elevator based on the following instructions and precautions for the tjf-q190v, that are already in the operation manual, we believe the current manual provides appropriate and adequate guidance on this issue: - inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. (Refer to: tjf-q190v, operation manual p.29, rc4994 03) and both tjf-q190v and tjf-q180v have the same guide wire locking structure. In addition, it was confirmed that the guide wire locking force of tjf-q190v was equivalent to that of tjf-q180v, therefore it is considered there is no difference in the load applied to the guide wire. And also, when developing the tjf-q190v, olympus confirmed that tjf-q190v did not damage the guide wire. The procedure was abandoned because the forceps elevator did not respond as physician would expect. Based on the following instructions and precautions for the tjf-q190v, that are already in the operation manual, we believe the current manual provides appropriate and adequate guidance on this issue: check the movement of the endotherapy accessory by operating the elevator control lever several times to raise the forceps elevator. Otherwise, the endotherapy accessory may move in unexpected directions, and patient injury, bleeding, and/or perforation may result. (Refer to: tjf-q190v, operation manual p.60, rc4994 03) and when developing the tjf-q190v, durability testing was conducted and it was confirmed that the breakage between parts which compose the forceps elevator mechanism did not occur. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.